Manufacturer narrative:
(B)(4). Date sent: 1/11/2021 . H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4); batch # : unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that after stapling, it showed bleeding in the staple line, requiring the use of ligaclips. No other information available at this time.